Event description:
It was reported the procedure was being performed in the intensive care unit. The puncture, insertion of the wire, and catheter insertion were performed without incident. When attempting to remove the guide wire, it became stuck inside the catheter and could not be removed. As a result, the catheter and wire were removed as one and a new kit was used causing the patient to be punctured again. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was investigated and the event was determined to be the result of a product malfunction and therefore reportable. Device evaluation: returned was one swg and a catheter marked ag+sd-chx 7fr x 20cm on the hub. The swg was unraveled in the middle. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. The proximal weld was intact. The core wire was measured and no pieces appear to be missing. The od of the guide wire was measured and met specification. The tip of the catheter was blocked with an unidentified material. The swg could not be inserted into the tip of the catheter, but it could be inserted into the distal luer and advanced through the catheter until 2mm from the distal tip, where it stopped at the blockage. Since it was reported that the catheter insertion was performed without incident, the blockage must have occurred after the procedure. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The report of difficulty removing the guide wire was confirmed through examination of the returned sample. The guide wire was unraveled in the middle and the core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of (B)(4). This internal specification is higher than the (B)(4). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure and/or patient related.